Manufacturer narrative:
Concomitant medical products: 2088tc58, lead, implanted: (B)(6) 2012, 310c25 tissue valve implanted: (B)(6) 2014, w4tr02 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead trends showed there an increased threshold on the left ventricular (lv) lead since implant. The lead remains in use. No patient complications have been reported as a result of this event.